Manufacturer narrative:
Zimmer biomet complaint (B)(4).

Event description:
It was reported that implant (xifnt513) was extracted due to periimplantitis.

Manufacturer narrative:
An osseotite implant (xifnt513) was returned but misplaced in-house. This issue is being addressed under CAPA-05347. Upon locating the product, the complaint file will be reopened and updated to the correct status of the product. As a result, visual inspection could not be performed. The investigation has been performed based on the available information using the item and lot number along with the applicable device history record (DHR), instructions for use (IFU), and risk file. The implant was located between dental positions #31 and #32 (universal) and was implanted for approximately 5 years. No other pre-existing patient conditions were noted in the per or in the complaint file. No x-rays were provided for the reported events. DHR review was completed for the implant's subject lot number (2015011400). It was confirmed that all operations and inspections were executed as per applicable procedure. No deviations or non-conformance, which could have caused or contributed to the reported events, were noted as part of the DHR. Lot was inspected and passed all acceptance criteria by qa. Sterilization record for the implant (op#210) was reviewed and verified to have passed all sterilization activities with no issues or nonconformities identified. Complaint history review was performed for the implant's reported lot number (2015011400) for similar events and no other complaint was identified. August post market trending was reviewed and there were no negative trends or corrective actions for the reported events (infection, bone loss) or for the reported device (xifnt513). Based on the investigation, malfunction of the implant could not be verified without evaluation of the product or pictorial evidence. The reported events (infection, bone loss) are non-verifiable as they are medical condition events. The following sections have been updated: b4: date of this report. D4: unique identifier (UDI) number. D4: expiration date. G4: date received by manufacturer. G7: checked "follow-up." H2: checked follow-up type. H4: manufacturer date. H6: entered evaluation codes. H10: added manufacturer narrative.

Event description:
No further event information available at the time of this report.